Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The fse replaced the left master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Isi has received the mtm for failure analysis investigation, but the evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the evaluation has been completed and if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A system log review was performed as part of the fse investigation and no relevant errors were identified. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument on universal surgical manipulator (usm) 1 was grasping tissue and the customer was unable to open the tip. The customer stated the usm instrument's endowrist was moving normally. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system and check for drape interference between the sterile adaptor and carriage, but the issue persisted. The customer also stated that when the instrument was installed on usm2, the system recognized the instrument but could not enter following mode. The customer successfully swapped usms, and there were no errors displayed. The tse had the customer swap the endoscope to usm2, and it was working normally. The tse had the customer check the master tool manipulator (mtm), and the customer noticed that the magnet on the left mtm grip had fallen off. The tse notified the customer to use the instrument release kit (irk) to open the instrument tip and advised the customer to stop using the instrument. The procedure was converted to laparoscopic surgery with no reported injury. Due to the alleged issue, the procedure was delayed by less than 15 minutes. On 03-august-2021, isi obtained the following additional information: the isi field service engineer (fse) confirmed the reported issue was not caused by a defective instrument as the issue was resolved after the left mtm was replaced. The customer is unable to release patient demographic information for this event.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The reported issue was reproduced during failure analysis. The mtm failed grip calibration along axis 8 / gimbal grip. A replacement of the grip lever, gimbal handle, inner and outer grip springs and embedded serializer for master base (esmb) pca on the mtm were performed to address the issue. Following this, the mtm arm was subjected to further testing and was restored to full specification.